Event description:
The user facility reported that an employee had entered the room to retrieve a scope from the system 1e and observed that the cycle did not complete. The employee opened the processor lid quickly and placed the scope in an adjacent system 1e for re-processing. During this sequence the employee's eyes and nose became irritated. The employee observed powder in the processing tray and the inner sterilant cup was full of liquid. The employee also observed that the chamber was dry and no water had entered the chamber. The employee proceeded to remove the cup and added water to the chamber in order to clean the tray. At this point, the employees eyes started to burn. The employee went to the eye wash station and flushed her eyes. While the employee was flushing her eyes she stated her neck started to burn after it got water on it while at the eye wash station. The employee went to the ER and was diagnosed with a second degree chemical burn on her neck. She was instructed to use bacitracin ointment or a non-prescription burn cream on her neck as needed. She was also given prescription strength eye drops and was instructed to use them four times daily for 7-10 days. The employee did not miss time from work. No procedural delays/cancellations were reported.

Manufacturer narrative:
Upon further investigation steris determined the fault was most likely caused by the ck valves 2 and 3 getting stuck resulting in an incomplete draining of the float block. Stuck ck valves 2 and 3 on the drain side of the float block are most likely to occur if an o-ring is slightly askew due to improper tightening of the float block assembly by the service technician. If the brass drain block is fastened too tightly to the plastic float block, the o-ring can deform and potentially interfere with actuation of the check valve. Prior to the reported event the processor was serviced and the float block assembly was replaced.

Manufacturer narrative:
A steris service technician arrived onsite a few days following the reported event due to a service request for a fill time fault. It was during this time that he was made aware of the reported event that had occurred a couple days prior. The technician inspected the processor and confirmed the fill time fault. The fault was occurring due to ck valves 2 and 3 getting stuck in addition to incomplete draining of the float block. During the initial fill phase of a processing cycle, the float switch indicated the chamber was full in less than a minute. The technician replaced ck valves 2 and 3, tested the unit and confirmed the processor to be operational. No additional issues have been reported. The employee was not wearing proper ppe during the time of the reported event. She was wearing gloves, plastic gown but no goggles or face shield. The operator manual states (pp.1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." A steris account manager performed in-service training on the proper use and operation of the processor.